Event description:
It was reported that the patient presented to the ep lab for an upgrade device. Patient is known to be pacer dependent. After the leads were connected to the device, pacing inhibition occurred and transcutaneous pacing was initiated. Once the patient was stable with transcutaneous pacing analysis of the device, it was noted to have crosstalk on the atrial channel causing inhibition. The decision was made to use a second device. When the second device was connected, crosstalk was still seen on the atrial channel without pacing inhibition. Programming changes were made. The patient was stable prior to the procedure, there was a brief period of asystole when 1st new device was connected and external pacing was initiated, patient was stable post procedure.

Manufacturer narrative:
PMA number is added in supplemental MDR which was missed in initial report. The reported field event of cross talk was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.